Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, the exact cause of the moderate-severe to severe pvl observed on pod22 and pod35 cannot be confirmed. Per the physician, ¿an upper respiratory tract infection may have caused an annular abscess that weakened the aortic tissue¿. The fragile tissue may have contributed to the ¿gap¿ between the aortic tissue and the deployed valve, resulting in the moderate-severe pvl. There was no indication that a malfunction of the sapien xt valve contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our edwards lifesciences affiliate in (B)(4), a 26mm sapien xt valve was deployed with 1ml less than nominal volume. Post deployment tee showed trivial-mild paravalvular leak (pvl). On postoperative (pod) 4, the follow-up tte showed mild pvl and no malfunction of the sapien xt valve. On pod19, the patient experience septic shock due to an upper respiratory tract infection, blood culture was positive for klebsiella and antibiotics were started. On pod22, tte indicated severe pvl, blood cultures were negative. On pod35, tee indicated moderate-severe pvl and the sapien xt valve leaflets were functioning properly with no increase of pressure gradient and no malfunction of the valve. Possible intervention (implant of a vascular plug) for the pvl will be considered. The native annular diameter measured 22.0mm by tte. Information concerning the degree of valvular calcification was not provided. Per the physician, an annular abscess caused by the infection may have caused the aortic tissue to become very fragile, which could have produced a "gap" between the tissue and the sapien xt valve.